Manufacturer narrative:
Upon further review, it was determined that this device (product code 115312) is not same as or similar to a device that is manufactured or distributed in the us. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, one unit of prismaflex hf1400, the stopcock "came out" and a 5l external fluid leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.